Manufacturer narrative:
On may 17, 2019 immucor technical support used a remote electronic connection method to assess files on galileo echo instrument serial number (B)(4); the camera report was optimal and there were no errors on day of testing. On may 17, 2019 immucor technical support used a remote electronic connection method to assess files on galileo echo instrument serial number (B)(4); nothing significant seen in event log. Camera and log files also retrieved; camera calibration 180, 180, 180 and bottom chamber looks good and statistics on (B)(4) from may 13, 2019 through may 17, 2019 is (B)(4) for screen ntd rate. On may 17, 2019 immucor technical support used a remote electronic connection method to assess files on galileo neo instrument serial number (B)(4); there were no errors in the event log, rois were centered, and no adjustment needed. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019 a customer reported an unexpected negative screen with capture-r ready-screen 3 on the galileo echo instrument.